Event description:
Caller reported the inform system gave a patient blood glucose result of 87 mg/dl at a time when the customer was unresponsive, symptomatic of hypoglycemia. A lab sample taken at the same time as the inform test was returned an undetermined time later as 37 mg/dl. Based upon the lab result, the patient was treated with glucose and dextrose. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that during a bariatric procedure, the surgeon attempted to use the device to clip the cystic duct but the device did not fire. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.